Manufacturer narrative:
(B)(4).

Event description:
It was reported "[the user] checked the condensation bottle and emptied it. There is still condensation in the helium tubing and the bpw is inappropriate. There is also minimal augmentation. [The user]tried repositioning the patient, but no change. [The user] changed out the console for another iabp console. Once the console was changed, the bpw was appropriate, and the condensation was removed from the helium tubing. They now have appropriate augmentation. The patient is stable, and the first console will be sent to biomed". No patient injury or consequence. The patient's current condition is reported as "fine".

Event description:
It was reported "[the user] checked the condensation bottle and emptied it. There is still condensation in the helium tubing and the bpw is inappropriate. There is also minimal augmentation. [The user] tried repositioning the patient, but no change. [The user] changed out the console for another iabp console. Once the console was changed, the bpw was appropriate, and the condensation was removed from the helium tubing. They now have appropriate augmentation. The patient is stable, and the first console will be sent to biomed". No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The customer provided photos for evaluation. One photo shows the normal waveforms on the display screen, and the other shows an abnormal balloon waveform. According to the field service management database (fsm), no service updates have been received as of 21 aug 2024. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "console change due to excessive condensation" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.